Manufacturer narrative:
This complaint involves a (B)(6) male patient who underwent endovascular treatment of a left superficial femoral artery stenosis. As per clinical report, the target lesion was a segmental occlusion approximately 20 cm in length. No information is available if the lesion was pre-dilated. A smart control stent measuring 8mm by 80mm was used to treat the lesion. During deployment, the treating physician felt the outer member "pull" and the stent deployed at a length 20 mm shorter than expected. This required an additional stent to be utilized. A single cd-rom containing a single cine file is submitted for review. The target lesion is accessed from a contralateral approach via the right common femoral artery. A previously placed stent is seen (apparently a zilver ptx 7x120mm) and the cine file shows deployment of the smart control stent. There is a significant overlap of the two stents which I approximate to be 3cm. This segment of stent overlap is narrow in caliber. Following this, the stent assumes what is likely its nominal diameter. Initially, the deployment is seen at a smooth and even pace. During the last third of the stent deployment, the movement is somewhat irregular and the stent deployment catheter is seen to move inferiorly during this segment of deployment indicating forward pressure on the stent by the treating physician. The final third of the deployed stent has a slight accordion appearance and the interstices are slightly "sawtoothed" suggesting a segment of longitudinal compression. The end of the stent is normally expanded. This complaint involves a patient undergoing stenting of the left superficial femoral artery. A smart control stent deployed at a length shorter than expected. As per clinical report, the product appeared normal prior to use and was prepped in standard fashion. From the information provided, the most likely scenario is that the treating physician placed additional forward force during the deployment of the distal third of the stent resulting in an accordion effect and foreshortened the stent. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
As reported, when the physician deployed the smart control 8.0/80mm stent in the proximal portion of the lesion, he felt the outer member of the pull distally causing the stent to shorten 2cm when deployed. An additional stent was placed to treat the entire lesion. The patient was a (B)(6) male. The target lesion was the left superficial femoral artery. It is unknown if the lesion was the de novo, calcified, or tortuous. There was 100% stenosis. The maximum length was 20cm. The products were properly inspected and prepped and no anomalies were noted. A contralateral approach was made from the right femoral artery with a sheathless guiding catheter (sheathless pv 6f 55cm), and a guidewire (radifocus 0.035inch) crossed the lesion, and the guidewire was exchanged for a different guidewire (amplaz extra stiff). It is unknown if the lesion was pre-dilated. A stent (zilver ptx 7.0/120mm) was placed at the lesion, but it was confirmed that the diameter of the proximal lesion was over 7.0mm. Therefore, smart control (8/80mm 80cm: complaint product) was delivered to cover the proximal lesion. When the stent was deployed by rotating the turning dial to overlap the stent (zilver ptx 7.0/120mm), the physician felt that outer member pulled toward the distal side of the lesion. When the stent was deployed at the lesion, approximately 2cm of the stent was shortened and placed at proximal lesion. Approximately 2cm of the lesion was left untreated. Therefore, an additional stent (smart control 8.0/40mm) was placed next to the smart control. The procedure was finished successfully. There was no patient injury reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: inflation device: everest; gw: radifocus 0.035, amplaz extra stiff; bc: sterling 5.0/40mm; sheath: sheathless pv 6f.